Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the healthcare professional that consumer experienced burning/stinging, eye pain/eye hurts/smarting, scratch on black part of eye/corneal abrasion. Consumer experienced corneal ulcer when lenses wore for the first time. Consumer visited the emergency room with an on-call ophthalmologist. Consumer discontinued using the lenses. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).